Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00098 through 3003853072-2021-00101.

Event description:
It was reported four java instinct blockers broke while final tightening into two different screws. The blockers were removed and replaced to complete the procedure without patient impacts. This is report four of four for this event.

Event description:
It was reported four java instinct blockers broke while final tightening into two different screws. The blockers were removed and replaced to complete the procedure without patient impacts. This is report four of four for this event.

Manufacturer narrative:
Device evaluation visual inspection revealed three of the four returned plugs have fractured threads and one of the plugs has damaged threads. Potential cause root cause was unable to be determined. This event could possibly be attributed to placing off-axis forces on the plug during insertion. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.